Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient had driveline power fault alarms during the afternoon while watching television and went to the emergency room. The driveline was discolored but had no visible signs of damage. The alarms were cleared on the system monitor in the clinic, but they started again. The alarms were cleared again and had not occurred since. The cause of the alarm was not identified. The modular cable and system controller were exchanged which resolved the event. The event log files on the old system controller captured some low power advisories on 22may2024 and 24may2024 due to normal battery depletion and driveline power faults (power a) on 24may2024 and 25may2025. The event log files on the new system controller captured its connection on 25may2024 at 22:39. No alarms were noted with the new system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarms; however, a specific cause for the alarms cannot be conclusively determined through this evaluation. Review of the submitted log files revealed a continuous driveline power fault alarm that was associated with a pwr_a_broken (error code f4) fault. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The patient¿s system controller and modular cable were exchanged. Follow up log files were submitted which captured no unusual alarms or events. The driveline power faults did not return post exchange; however, a specific cause for the alarms could not be identified. It was reported that system controller, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.